Event description:
The hosp had a couple of power surges which the ventilator responded well. At 0826h, the rt supervisor tested the battery by unplugging the ventilator with no trouble. The screen read approx 46 minutes of battery time. At 1111h the gas supply was switched to cylinders (air first then o2) and at 1118h the ventilator was unplugged and started the transport. The battery alarm sounded and it was silenced permanantly. At 1124h, yout got a no battery capacity followed by a technical error 20002 (this has to do with the back lights in the screen and not the battery). At 1125h the system was shut down and restarted, followed by the battery alarm then no battery, this was repeated a couple of times.